Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the inner thighs and submental area using a cooladvantage coolfit and coolmini applicator. On (B)(6) 2019 the patient was treated with coolsculpting to the lower abdomen and bilateral arms using a cooladvantage coolcore and cooladvantage coolfit applicator. On (B)(6) 2019 the patient was treated with coolsculpting to the upper abdomen and bilateral flanks using a cooladvantage coolcore and cooladvantage coolcurve applicator. On (B)(6) 2019 the patient was treated with coolsculpting to the lower abdomen and inner thighs using a cooladvantage coolcore and cooladvantage coolfit applicator. On (B)(6) 2019 the patient was treated with coolsculpting to the upper abdomen and bilateral flanks using a cooladvantage coolcore and cooladvantage coolcurve applicator. Around (B)(6) 2019, the inner thighs and submental area developed firmness and visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the inner thighs and submental area with paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 using cooladvantage coolcore and cooladvantage coolfit system applicators, to the upper abdomen and bilateral flanks on (B)(6) 2019 using the cooladvantage coolcore and cooladvantage coolcurve system applicators, to the upper abdomen and bilateral flanks on (B)(6) 2019 using the cooladvantage coolcore and cooladvantage coolcurve system applicators, and on the lower abdomen on (B)(6) 2019 using the cooladvantage coolcore and cooladvantage coolfit system applicators, who developed paradoxical hyperplasia (ph) after treatment. Abbvie medical safety has confirmed paradoxical hyperplasia (ph) in the abdomen and flanks.

Manufacturer narrative:
Corrected data: d1: brand name. Changed data.